Manufacturer narrative:
The customer¿s report of a leak from the smartsite valve was confirmed. Visual inspection revealed a tear stemming from the piston slit, and a puncture on the surface of the smartsite¿s piston towards the end of the piston slit. Functional and pressure testing resulted in fluid leaking from the surface of the smartsite piston. The root cause of the leak was a damaged/punctured smartsite piston due to a manufacturing issue.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV tube hub found leaking blood and IV fluids onto patient and bed due to needleless luer adapter valve on IV pigtail tubing not closing properly. The thread connection appeared to be patent and the leaking appeared to come from the valve. IV tubing was clamped and the luer lock replaced. No leak was observed from new valve. There is no report of patient harm.